Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During use, the suture was come loose from the root. It was not a control release needle. Further details are not provided know its return date and tracking number. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number : uccdhge8. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? We regularly contact with sale rep about the device returning. The manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/29/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon. One detached needle and a suture piece were outside their packet. Product code vr945. Upon visual analysis of the returned sample revealed that clip off defect was observed in the detached needle. The barrel hole was examined under magnification and revealed a remnant suture. Besides that, the end of the suture was observed to be severely cut. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.